Event description:
Patient thought he had a reading of inr=4.2 on his inratio2 meter. He reported this value to his doctor who instructed him to change his coumadin dose. The patient then noticed that his meter's lcd screen was fading and he thinks this caused him to misinterpret his result. Patient suspects that the result may have been in range.

Manufacturer narrative:
Investigation pending.